Event description:
It was reported that the customer is having difficulties with infusion sets. It was stated that the customer experienced a leaking reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.